Event description:
It was reported that the cannulas of several of the customer's sensors have been bent. Her blood glucose was unknown at the time of reporting. The customer did not keep the damaged sensors so no equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.